Event description:
The facility reported an infusion pump which shuts off by itself during biomed testing. No additional contact info info was provided. The hosp rep stated there have been no reports of any pt incident involvng this pump since the last baxter service event.